Event description:
Additional information received indicated the issue was noted while the pocket was being closed. Upon noticing the icm could not be interrogated, the pocket was reopened and the icm was replaced successfully on (B)(6) 2025. The patient was stable throughout the procedure.

Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated by multiple programmers via bluetooth (ble) telemetry. The icm was explanted. The patient was stable throughout the procedure. Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to interrogate was confirmed, no ble telemetry was not confirmed. The device was above elective replacement indicator (eri) level upon receipt and ble communication was available. The device was restored to nominal settings and device interrogation indicates it reached end of service (eos) level during the analysis. The device was cut open and additional evaluation detected unstable high drain current isolated the hybrid. A longevity calculation was performed and found the battery depleted prematurely caused by high current.